Event description:
It was reported that the device failed functional test. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Code grids and investigation summary updated.

Event description:
It was reported that the device failed functional test. The customer requested to return the device to the bench for evaluation and repair. The bench tech evaluated the device and determined that the defibrillation capacitor requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.